Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the unipolar impedance was 271 ohms and bipolar was 110 ohms. The device had a polarity switch. Oversensing was occurring, which was reported as not a new issue. Manufacturer's technical consultant reported this is consistent with inner insulation degradation and recommended keeping polarity to unipolar pace and sense. Approximately 3 months later, it was reported that the lead configuration was permanently programmed to unipolar with an impedance of 274 ohms that had been stable for several months. The lead remains in use. No patient complications were reported as a result of this event.